Event description:
The customer reports that the tip of the rongeur broke off during a lumbar laminectomy with fusion. All pieces were reported to be retrieved, examined, removed from the surgical field and saved. There was no pt injury.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.